Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 on behalf of patient's parent to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. The problem can not be determined because the device has no voltage. The reported event of the reported event of unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.